Event description:
Patient was to receive a total dose of 3600 mu during a series of treatments to the myelon area. However, user inadvertently continued past the end of the treatment plan and administered an additional 549 mu. The report states that dose limits set in lantis are not assumed in primeview and therefore, no warning was given to the operator when the planned dose had be delivered. Primeview does not use the limits set in lantis. Primeview will warn the user if the user attempts to exceed the prescription dose when treating if the user configured dose tracking correctly for that prescription site. Field service personnel at the site advise that a substitute operator was administering therapy when the event occurred. No equipment malfunction is believed to have occurred. Site files have been requested from user to examine the sequence of events leading to the overexposure, but have not yet been received. No medical intervention reported as a result of the event.